Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted and replaced due to infection. Related manufacturer reference number: 2938836-2020-02181 and 2938836-2020-02183 and 2938836-2020-02184.